Event description:
According to the reporter: during the procedure the doctor closed the stapler, but it did not fire. The or team examined the stapler. X-rays were done, and no staples were in the patient. As a result, the two ends of the tissue fell back into the body. The surgery time was extended by 4 hours from 5 hours to 9 hours. Allegedly, patient is suffering bowel incontinence and leakage problems, and because of the extended or time, patient is suffering from left hand nerve problem diagnosed as permanent palsy requiring therapy. Procedure: colon resection.